Event description:
Information was received that the device had extruded. The device has been explanted on (B)(6) 2021 but despite being requested has not been returned for investigation.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the device through the skin. However, despite requested neither further information nor the device has been received for investigation.

Event description:
Information was received that the device had extruded. The device has been explanted on (B)(6) 2021.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant through the skin. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Information was received that the device had extruded. The device has been explanted.additional information as well as the explant and explantation report have been requested on multiple occassions, however neither a response nor the device has been received.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the device through the skin. However, despite requested neither further information nor the device has been received for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device had extruded. The device has been explanted.